Event description:
Philips received a complaint on the suresigns vs4 indicating that the device reads speaker malfunction. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) tried reaching out multiple times to the customer with no reply. Case was closed due to no callback from customer. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.